Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The customer stated the chemical indicator (ci) did not change color correctly. The subsequent bi result was negative. The affected loads were reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was not performed as the lot number was not provided. The sra indicates the risk associated with a quality problem was determined to be "low." The suspect bi was not available for return and evaluation. Product retains testing was not performed since the lot number was unknown. The assignable cause could not be determined as the customer was unresponsive to follow-up, and the lot number was not provided. The issue will continue to be tracked and trended.